Manufacturer narrative:
Date of event: exact date unknown, event occurred on the last two weeks. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 5169430.

Event description:
It was reported that the patients leads migrated which resulted to loss of stimulation. It was also noted that the patient leads had high impedances. The patient underwent a lead revision procedure wherein the leads were put back to their original position. The patient was doing well postoperatively.